Event description:
Set leaked near the section loaded into the pump. Found during infusing on pt. Pca was piggybacked into tubing, so pt lost some pain relief temporarily. No pt injury. No further information. Date of event unknown. Set was discarded.